Event description:
It was reported, when inserting the harmonic shears in the trocar at the upper left abdomen at the axillary line, the shears sticks in the trocar and could not be removed smoothly. The trocar was broken and could not be used anymore. Took new instrument, same problem. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: no conclusion could be reached as to what may have caused the reported incident. The analysis results for the b15lt devices (a and b) found that the lens of the obturator was cracked. However, the instruments were tested with an lcsc5 and ace36p instruments and no anomalies were noted when inserting and removing from the sleeve. No conclusion could be reached as to what may have caused the reported incident. The analysis results for the b15lt device (b) found that the lens of the obturator was cracked. However, the instrument was tested with an lcsc5 and an ace36p instruments and no anomalies were noted when inserting and removing through the sleeve. No conclusion could be reached as to what may have caused the reported incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.